Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 06/2024.

Event description:
It was reported that during a stent placement procedure in the common iliac artery via a contralateral approach, the stent allegedly dislodged from the delivery system in the sheath. It was further reported that the stent and the delivery system was withdrawn. The procedure was completed using another device. There was no reported patient injury.